Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. See manufacturer report number 2032227-2015-72180.

Event description:
The customer reported via phone call that she experienced low blood glucose. Customer stated that she was at 46 mg/dl when her sister found her and she was treated with liquid glucose. She experienced low blood glucose for about 45 minutes and she treated with glucose tablets. Blood glucose at the time of the call was 292 mg/dl. The drive support cap is normal. Last set change was on (B)(6) 2015 and customer was disconnected during the rewind/prime sequence. The reservoir was showing the same amount of insulin as shown on the status screen. Device was exposed to an MRI on (B)(6). The insulin pump passed the displacement test. Customer was advised to monitor the device and discuss the event with doctor.